Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified laparoscopic surgery with the subject device at the user facility, the examination lamp did not ignite and the indicators on the front panel were not lit, even though the power indicator lit up. The user facility changed the laparoscopic surgery to an open surgery and completed the procedure. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon was not duplicated, and no abnormality was found in the subject device. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon occurred temporary and accidentally, and which might be attributed to malfunction of the main circuit board. The exact cause of the malfunction also could not be conclusively determined, but there was possibility of deterioration over time (11 years and 5 months after manufacturing). If additional information becomes available, this report will be supplemented.